Event description:
It was reported that during a da vinci s total hysterectomy procedure a cable broke on a mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The grip open and close cables attached to one cable crimp were broken. The broken grip open cable strands stuck out at the instrument's wrist. Additional observation not reported by the site was a dislodged cable crimp. The grip crimp that contains the broken cable segments was missing from the grip's crimp pocket. The crimp likely became dislodged after the grip cable broke. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and missing crimp, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.